Manufacturer narrative:
(B)(4). The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of a 300 cm steelcore guide wire, the coils appeared unraveled. The coils were detached from the core; however, it appeared that the core was intact. Therefore, another 300 cm steelcore guide wire was used to successfully complete the procedure. There was no patient involvement. No additional information was provided.